Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reports that this ra lead was explanted due to unknown product performance issue. Oversensing was observed from time to time but it never could be reproduced at follow up. The doctor decided to remove it thinking there would be lead failure at some point.